Event description:
I received a breast cancer diagnosis (on the left) (B)(6) 2012. I am consulting 2 different plastic surgeons. Both told me my best option was the silicone breast implants. Both said, they were safe when I questioned them (reminding them that I knew the FDA had pulled them in the 1990s). They both also said, they would last my lifetime. On (B)(6) 2013 bilateral expanders were placed following bilateral mastectomies. On (B)(6) 2013 bilateral mentor smooth round high profile gel implants were placed. Lt-ref 350-6004bc, lot 6587300, sn (B)(6), rt-ref 350-6004bc, lot 6704508-070. Since then I have experienced hair loss, dry hair, eczema, psoriasis under finger nails and loss of fingernails multiple times. I had laser treatments multiple times by a dermatologist to fingers then she ordered a home use light machine to treat, insomnia that makes a sleeping pill a necessary, vaginal yeast infections/discharge, dry eyes with excessive tearing. I saw 2 different ophthalmologists one said, dry eyes and ordered restatis. Not much of an improvement noted. The other said, allergies and sent me to an allergist for testing. The allergist said, he would test but didn't think I would have hardly any allergies since it was just my eyes. Tested positive for all allergens tested for except cockroaches. January completed 3.5 years of allergy shots (4 shots at each visit). I have bilateral hands and feet pain, numbness and tingling that required a neurologist to order gabapentin 3000mg daily for me to function and work, anxiety/stress/memory loss that was best served with early retirement from my 43.5 years of nursing. I was not well informed by either plastic surgeon. These implants will not last my lifetime. Also nothing was said about a possible link to autoimmune illnesses. I had both implants removed capsulectomies (B)(6) 2019. Nodules removed from lt upper chest wall pathology: benign breast parenchyma with simple cysts histiocytic reaction, negative for malignancy. Lt capsule was discolored yellow and had a white milky liquid in it. Fluid cultured with no growth. Eyes haven't teared up once since then, time will tell on the rest of my symptoms.